Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The oes cystoonephrofiberscope was returned to the service center with a leak under the eye piece, bent tube, and deteriorated bending section. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a corroded bending section rubber was found to be most likely due to stress. There was no patient involvement.